Manufacturer narrative:
Based on the claim against the product by the customer noting an indentation on the pulley of the cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage at the yaw pulley with exposed electrode. The complaint regarding an indentation on the pulley of the cable was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation not reported by the site that is not related to the customer-reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley, near the conductor wire. The instrument was also found to have signs of thermal damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire insulation damage and thermal damage on the bipolar yaw pulley. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had an indentation on the pulley of the cable when the jaws were open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further information is available.